Event description:
It was reported that: the jaw of the device snapped mid hold and dislodged into patient. Broken jaw was recovered.

Manufacturer narrative:
Qn# (B)(4). The returned device was received in accustomed state. The device was in a plastic bag with outer "disinfection tag". One side of the jaw was missing completely from the device. The broken jaw was sent back as well tapped to the bag. All parts on the device were intact and the device was tested and functional. The DHR could not be reviewed because the lot number is unknown. The cause of the broken device is undetermined. It is possible that the jaw of the device snapped due to a design flaw. This is outside the control of the manufacturer. The root cause is unknown, and no corrective actions are necessary currently.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the jaw of the device snapped mid hold and dislodged into patient. Broken jaw was recovered.